Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed on potentially associated lot numbers h13e06035 and h13d24015 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient experienced and was hospitalized for three days for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be constipation. The patient began remedial treatment for the peritonitis with vancomycin intraperitoneally (ip), ancef ip and penicillin intravenous (IV) (doses and frequencies not reported). Pd therapy was ongoing. The patient was recovering from the event of peritonitis. No additional information is available. This is report 5 of 6 involved in this peritonitis event.